Manufacturer narrative:
Additional information: device evaluation - the lens was returned dry in a lens case/vial. Visual inspection found the haptic broken. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Secondary surgical intervention, lens exchanged for a longer lens. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -10.00 diopter, in the patient's left eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.